Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the monitor was damaged, the overlay screen was cracked and the bezel assembly was replaced to resolve. Analysis further noted that the paper guide was broken off the printer drawer, the upper and lower cases were broken, the display dropped when the bean bag test was performed, the latch tabs of the power cord bay were broken, the system fan was noisy, no stylus was returned with the unit and the electrocardiogram connector was loose. All found defective parts were replaced and additionally the new stylus and link electronic module board were calibrated. (B)(4).

Event description:
It was reported that the programmer had monitor damage but functioned normally. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.